Manufacturer narrative:
Corrected data: in initial emdr report, the study site inadvertently listed wrong patient for the report of vocal cord paralysis event. The event has been reported for the correct patient in MFR. Report # 1644487-2019-00443. Report source, corrected data: in initial emdr report, the study site was inadvertently not checked as a report source. Corrected data: in initial emdr report, the study site inadvertently listed wrong patient for the report of vocal cord paralysis event. The event has been reported for the correct patient in MFR. Report # 1644487-2019-00443.

Event description:
It was reported from the study site that the report of vocal cord paralysis should not have been reported in the first place, as the event was initially reported on the incorrect patient. The patient suffering vocal cord paralysis was identified, and it was confirmed that the event was previously reported in mf. Report # 1644487-2019-00443. No other relevant information has been received to date.

Event description:
It was reported that the patient has suffered vocal cord paralysis. The issue is reported to be related to the vns implantation/procedure. No other relevant information has been received to date.